Event description:
A bayer employee in the (B)(6) alleged that a colleague injured herself on an uncapped lancet that had been thrown into a trashcan. It's not known if the lancet was used. The individual was advised to contact her physician. No other information was provided.

Manufacturer narrative:
No information was available for the lancet, so it's not possible to determine a manufacture date. Lancing devices and lancets are also not 510k cleared. In some countries outside the us, customer information is not provided due to privacy laws.